Manufacturer narrative:
A review of the further investigation noted that there is enough evidence to support that the device was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance.

Event description:
Healthcare provider reported "swelling, suspected bia-alcl (captured as seroma), infection¿. The device has been explanted. Infection was reported to be confirmed via "examination."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of infection and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported "swelling, suspected bia-alcl (captured as seroma), infection¿. The device has been explanted. Infection was reported to be confirmed via "examination."